Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had no initialization. A system test was attempted without success and generated an error. It was further reported that the screen was cracked. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of no initialization, a generated error and a cracked display screen. The link electronic module printed circuit board assembly was replaced and calibrated and the media processing unit was replaced as well, as was the broken display overlay/bezel which was also calibrated. A broken keyboard hinge was also replaced as was the damaged lower case due to foreign material. The hard drive was reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.